Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the jawline with juvéderm® volux¿ xc. Four weeks later, the patient experienced a ¿nodule,¿ and the product was dissolved. The patient returned 3 months post-injection with another ¿nodule¿ that was also dissolved. Two months later, ¿migrated filler¿ was in the parotid gland, and ¿abscess¿ was in the area. The patient was treated with an antibiotic. Event is ongoing.

Event description:
Additionally, the healthcare professional reported that the patient was injected with 1 ml of juvéderm® volux¿ xc, including 0.2 ml on the right gonial angle on bone. Two months later, the patient presented with ¿unilateral swelling¿ above the right gonial angle, and the patient was treated with hyaluronidase. A month later, the patient returned for a microneedling appointment and a ¿pea-sized nodule¿ was noted just below the injection site. The patient was treated with a small amount of hyaluronidase. By 2 months later, the patient experienced ¿severe jaw pain, heat, and swelling¿ in the general area of the parotid up to the ear. Four days later, the patient was prescribed doxycycline. A plastic surgeon performed an ultrasound and did not find filler in the area but did find some on the other side. The healthcare professional suspected that the parotid gland was irritated either from the filler or hyaluronidase, possibly exacerbated by the patient¿s use of chewing tobacco.

Manufacturer narrative:
Additional, corrected, and/or changed data: b3, b5, d6a, and h6.